Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that saline was leaking from the connection area between intellamap orion catheter and the tubing set during the procedure. The device was replaced with a new one from the same model. The procedure was completed. No patient complication occurred. The device is not available for return.